Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, the pump exhibited ?no disposable tubing alarm" with ?air in tubing". No patient injury reported.